Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the threaded stud broke on the handpiece. Unknown if device was involved in a case. Unknown if any patient consequence occurred.